Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the led for the line power light was not illuminated and two fuses within the viewing station of the imaging system were open. The representative then replaced the fuses with inventory on hand. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system would beep no matter what outlet it was plugged into. The viewing station of the imaging system then would no longer power on. No additional information was provided. There was no patient present when this issue was identified.